Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's therapy was turning off by itself. It was noted that there were no falls/trauma reported that could be related to this issue. The patient thought he turned the ins off earlier on (B)(6) 2016 when he was walking around, but the patient did not actually notice stimulation being off and therapy was not working until he sat down in a chair. The issue occurred one time. The patient confirmed the ins status using the patient programmer during these events. After stimulation turned off the patient used the programmer to check the ins battery and the battery was pretty full. It was noted that just in case the patient charged the night of (B)(6) 2016 and stimulation remained off. The patient was able to successfully turn the ins on and regain therapy during the call with patient services on (B)(6) 2016. It was noted that troubleshooting successfully resolved the issue. The patient was to follow-up with a healthcare professional (hcp), but it was noted that when the patient told the hcp they just told him to call a manufacturer technician to review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.